Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device lost power. A field service engineer (fse) troubleshot and revealed that the (all-in-one) aio was not properly secured, with missing screws and a loose top nut. The aio was reseated, all screws were properly installed, and the power supply was replaced. After completing the repair, nursing staff successfully tested the station by dispensing medication, and the pharmacy technician completed an inventory verification. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device lost power during transactions. However, there were no delays, adverse events or injuries reported based on this event.